Event description:
A bipap autosv adv device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the service technician observed visible foam particles inside the device. Additionally, dust/dirt was found inside the device and the service technician confirmed that error code 32 was present. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.